Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose and high ketones. The mother called back days later and stated that the customer had eaten a lot of birthday cake and she did not know until it was too late. The customer mentioned that she disconnected the insulin pump and gave him a shot, waited an hour and she then took him to the hospital. The customer stated that the day before he also experienced a low glucose level of 38mg/dl. The mother feed him cereal and he was fine. No further information was provided.